Event description:
Caller reported that touchscreen of the pump was cracked and shattered, rendering it unresponsive. There was no adverse impact to the customer's blood glucose level. The customer opted to use multiple daily injections as backup therapy to ensure insulin delivery was not interrupted. Customer was informed by tandem technical support that a replacement pump with updated software would be sent, along with training available in their tandem source account. Additionally, instructions were provided to put the pump into storage mode before returning it. Customer understood these instructions and acknowledged the need to return the defective pump using provided materials within ten days.